Event description:
The non-skid pads on the bottom of the posey socks that are used for our high fall risk patients did not have enough non-skid material causing the sock to be slippery and increase the risk for falls. The company was made aware when it was realized that potentially 2 patients had been affected by the defect. We are unsure how long this had been occurring.